Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that following lead positioning during implant, the physician reported helix extension difficulty. The lead was repositioned and again helix extension attempted, but it remained unsuccessful. The lead was then removed as the maximum number of turns had been exceeded. Another lead of different model type was implanted with no resulting adverse patient effects. The attempted implant lead was later returned for analysis.